Manufacturer narrative:
It was indicated that the device will not be returned for evaluation (retained by facility). If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a pericardial effusion (pe) occurred. The procedure was cancelled. During a concomitant premature ventricular contractions (pvc) and atrial fibrillation ablation procedure, a farawave catheter and versacross connect for faradrive were selected for use. The pvc treatment was planned and the physician first gained access to the left ventricle in retrograde fashion. The left ventricle was mapped with a a non-boston scientific radio frequency (rf) catheter in which a potential ablation target was found. Physician ablated in the left ventricle and appeared to terminate pvc origin site. Following this first ablation, a pvc with a slightly different morphology presented itself through data collected intraoperatively. The physician mapped the coronary sinus with same rf catheter. The potential origin of the pvc was hypothesized to be in the coronary sinus. The physician ablated within the coronary sinus. The team and mapper noted moments of potential concern during ablation of the coronary sinus. There were no boston scientific's products were used in the patient during this portion of the procedure. The physician concluded the pvc portion of procedure. The physician began to treat patient's atrial fibrillation. The transseptal access was achieved versacross connect and faradrive sheath. Transseptal access did not outwardly present any obstacles or areas of concern. The versacross wire was tracked via fluoroscopy, intracardiac echocardiography (ice) and a non-boston scientific mapping system. After gaining access into the left atrium, farawave 2.0 catheter was inserted into the body. The physician delivered two lesions in the left superior pulmonary vein (lspv) using the farawave's basket configuration when a pericardial effusion was noted. Total ablation including those from non-boston scientific system had taken place for approximately 35-40 minutes. The physician aborted ablation procedure and chose to perform a pericardiocentesis to treat the effusion. A pericardiocentesis was performed. The patient stayed in the lab and was not transported during the procedure. The patient became stable and was admitted to the hospital. The patient is expected to fully recover.